Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic for follow up when far r-wave oversensing on the atrial channel was observed. The device was reprogrammed. The patient was doing fine.